Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
Customer reported battery not holding charge. Customer declined troubleshooting with technical support. There was no reported impact on blood glucose level. No additional product or event information is available.